Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii devices malfunctioned. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question. Additional information received from sales rep on (B)(6) 2011: the device did not deploy out of the delivery tool during prep. Physician's name was dr. (B)(6) refer to (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. Well will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).